Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator and electrode were explanted due to high defibrillation thresholds and the inability to convert a 80 joule shock. A transvenous implantable cardioverter defibrillator system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator and electrode were explanted due to high defibrillation thresholds and the inability to convert a 80 joule shock. A transvenous implantable cardioverter defibrillator system was successfully implanted. No additional adverse patient effects were reported.